Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation the presumable and definitive cause of the event could not be determined. The following is included in the instructions for use (IFU): labeling. User may detect the suggested event by handling device in accordance with the following IFU. Inspection of the endoscope. User may reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU. Using endotherapy accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the distal end plastic cover is burnt on the bronchovideoscope. There were no reports of patient involvement.